Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that last night, they were getting ready to use the pump and it was taking forever to bolus and said to call medtronic with reset on the bottom. The patient said they got one of the red alert boxes on the handset and it said to call technical support and gave a code that said reset at the bottom. The agent asked what the code was, and patient said it was hard to tell but it was either '0 or 0x47e43b5b.' The patient also said it took so long to do a bolus and if they turn it off or on or whatever after they charges it or sometimes it will take them back to it. The patient mentioned that they had very high anxiety and this was the second time in a year that it has happened. The handset took 12 minutes to get a bolus. The agent walked the patient through how to clear all data and patient was able to successfully clear the data. The troubleshooting steps that were taken on the call resolved the issue. She got 15 boluses per day. The patient did not have the medi cation in her pump. The patient mentioned having to take a valium as she could not call anyone until today. She had bad anxiety. The agent advised to contact their healthcare provider (hcp) on overnight and weekend contact information.